Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The subject device was received in packaging different from the original packaging. There were usage marks (spots and deformations) visible on the device. The laser etching was readable. The reported device was assembled according to drawing, and 100% checked according to inspection instruction. Though the complaint condition was confirmed, an exact root cause could not be determined. It is likely that an application error may have occurred that led to the complained condition. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date:15october2014. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument was not working properly, could not attach the chisel to the handle and then found a small part had broken off, the small part was located. The surgeon able to use the other handle during the procedure. No delay in surgery. No adverse event to patient. This report is 1 of 1 for (B)(4).